Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump alarmed battery out limit. The customer reported that the insulin pump is not taking any batteries. Customer is legally blind and cannot read serial number but was able to identify pump by color. Customer woke up with high blood glucose this morning about 500mg/dl. The customer declined high blood glucose troubleshooting. The customer also reported battery out limit. Customer states the pump alarmed during normal use. A replacement battery cap will be sent to the customer. The customer will monitor pump. The insulin pump will not be returned for analysis.